Manufacturer narrative:
One opened sample was returned for eval and analysis. Visual inspection using magnification revealed a damaged tip and cutting edges. The device history record (DHR) for the lot was reviewed. Functional penetration and sharpness test values for this lot met spec. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to MFR's acceptance criteria. The root cause is unk. However, it is unlikely that the damage occurred during the mfg process. (B)(4).

Event description:
A surgeon reported that the knife would not penetrate the cornea during a procedure. The distal end of the tip was observed bent. An alternate knife was used to perform the incision and the case was completed. There was no harm to the pt. Add'l info has been requested.